Manufacturer narrative:
Unit passed all functional tests including displacement, and self test. No hardware low level failures was noted during testing; however, hardware low level failures is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failures alarm. Customer's blood glucose value was unknown. The customer states that the alarm occurred twice and was able to clear alarm and finish complete prime process. The customer also reported that the self test was okay. The device will be returned for analysis.